Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.

Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where after the procedure, a single leaflet device attachment (slda) occurred. This was a concomitant mitral and tricuspid procedure and there was very difficult imaging. The first two devices were implanted in anterior-septal (a-s) position. Third device implanted in the posterior-septal (p1-s) position. On post-procedure tte (transthoracic echo), an slda was observed on the third device implanted. The perceived root cause of the event was inadequate septal leaflet insertion, as it was difficult to assess in imaging. As reported, the septal leaflet insertion was doubtful according to imaging. During the procedure, the physicians did not want to optimize the leaflet since they claimed it was not possible to see it. However, the physicians were happy about the result. Starting tricuspid regurgitation (tr) grade was torrential, final tr grade was moderate, and post-procedure when the slda happened tr grade was severe.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed through empirical evidence based on the information provided by the edwards clinical specialist who was present on site. Available information suggests imaging and procedural factors likely contributed to the event due to reduced imaging quality and inadequate leaflet grasping. Per the event description, the perceived root cause of the event was inadequate septal leaflet insertion, as it was difficult to assess in imaging. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.